Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage post-op. Patient underwent total hip arthroplasty in (B)(6) 2022. More than one year after the surgery, the ceramic liner fractured. The patient underwent the second surgery on (B)(6) 2023 as a revision surgery. The fractured ceramic liner was removed during the revision surgery, and the ball head and acetabular cup jointly used in the first surgery were removed. Then, replaced with new devices, respectively. The patient is in stable condition now. Doi: (B)(6) 2022 and doe: (B)(6) 2023 affected side: unknown.

Event description:
Additional information received indicates that there was no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: liner breakage post-op. Patient underwent total hip arthroplasty in (B)(6) 2022. More than one year after the surgery, the ceramic liner fractured. The patient underwent the second surgery on (B)(6) 2023 as a revision surgery. The fractured ceramic liner was removed during the revision surgery, and the ball head and acetabular cup jointly used in the first surgery were removed. Then, replaced with new devices, respectively. The patient is in stable condition now. The product was not returned to depuy synthes, however photos were provided for review. See attachment "(B)(4)". Review of the photographic revealed that the delta cer insert 32id x 48od has fractured into multiple pieces. The femoral head can be seen through the broken fragments of the liner. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables, anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [121882748/9870493] number, and no non-conformances/manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and certificate of conformance were reviewed. The quality documents show that the data obtained on the insert conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of any pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121882748/9870493] number, and no non-conformances/manufacturing irregularities were identified during manufacturing.